Event description:
Allegedly, based on the information contained in a copy of MDR (mw5039895) received from the department of health and human services: a patient sustained linear scratch on urethra when biopsy forceps broke inside bladder during cystoscopy. Forceps piece retrieved with no harm to the patient. No hospital or contact information was provided in the report, so no follow up to obtain further details was able to be conducted. We searched our complaint database, but found no report of this event. We are filing based on the report received.

Manufacturer narrative:
I checked our complaint database back to 2007 and did not find any similar complaints for this product.